Manufacturer narrative:
Spacelabs has been unable to reproduce the reported symptoms at our (B)(6) facility. Engineers from our u.s. Site have been dispatched to this (B)(6) customer's location. Testing is currently underway. Additional info will be provided to the FDA as soon as it becomes available.

Event description:
A customer reported that a spacelabs' pt monitor entered into a continuous reset loop while connected to a pt. The hospital connected the pt to another device and continued to monitor the ICU pt's vital signs.